Manufacturer narrative:
Evaluation: device was not returned for evaluation. Conclusion: inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on (B)(4) 2013 via email by the polyform distributor ((B)(6)) that they have received a complaint on (B)(4) 2013 regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh a patient injury occurred. The date of implant of the mesh is (B)(6) 2008. The patient is identified as "(B)(6)." Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6). The patient also had an additional device implanted; however, no further information is available for this device. The physician who treated the patient is unknown. The implant involved in this complaint is a polyform synthetic mesh - the lot number is c000391 (expiry date 30 june 2009, manufacturing date 4 january 2008).